Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: biomed said he turned on the vent and he got the audio and visual and tf codes with a constant buzzer. He said this vent has not been used on a patient yet. No patient involvement.

Event description:
The following was reported to hamiton medical ag: biomed said he turned on the vent and he got the audio and visual and tf codes with a constant buzzer. He said this vent has not been used on a patient yet. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was alleged that the device alarmed for tf446026 (am vref error), tf331001 (gd pvent defect) and te231022( pexpvalvesensordefect) at start-up and switched into ambient. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. No device log files were provided with this complaint. No further feed back was received despite reminders. No part was replaced, correction was unknown and the exact root cause could not be confirmed. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.